Manufacturer narrative:
E1: initial reporter phone is unknown.the device has been received for evaluation; however, investigation is not yet complete.

Event description:
The event involved a chemosafelock bag spike. It was reported that the product got broken. The quantity affected is 1, and the sample is available for evaluation. There was no reported patient involvement.